Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of both devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and attached to the instrument. The bailout suture was not cut. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record for the instrument indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record for the orvil anvil could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction.

Event description:
According to the reporter, during a mis esophagectomy procedure, it was converted to open because the oral string was not cut in the orvil, in connection with the firing. Extension of incision by more than 1 inch and the surgery time was extended by more than 30 minutes. No reinforcement material used.

Manufacturer narrative:
(B)(4).according to the reporter the problem was corrected by cutting the string manually.